Event description:
This event is deemed reportable based on the allegations in a potential lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical mesh product. Plaintiff alleges she had mechanical small bowel obstruction related to adhesions of small bowel deep in pelvis mesh and/or pledget (compress or small flat mass usually of gauze or absorbent cotton that is laid over a wound or into a cavity to apply medication, exclude air, retain dressings, or absorb the matter discharged) material used for her pelvic prolapse repair. Since this is a potential legal matter, the case has been turned over to legal counsel and further info obtained through investigation or discovery may fall under the attorney/pt and/or work product privilege. However, atrium will supplement this report as appropriate if additional info comes to its attention.

Manufacturer narrative:
A review of the device history records and sterilization records were reviewed and no problems were noted that would impact this event. A review of complaints was conducted and there have been no similar reports due to a device failure.